Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log related to err_obm_accy_urgent_service and err_ripc_comm_to_obm_failed, which indicates a faulty oxygen blending module board. Device passed final test.